Event description:
After posterior lumbar fusion at l2-s1, an x-ray revealed that one locking cap was loose; during revision 8 locking caps and 2 rods were removed. This is one of two reports for the same event.

Manufacturer narrative:
Synthes is unable to determine a manufacture date without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned, and no lot number was provided.